Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm and a high blood glucose reading. Customer stated that her high blood glucose is mainly due to a urinary tract infection. Customer received a no delivery alarm earlier today. Customer's blood glucose was 504 mg/dl at the time of the incident. Customer had a bolus of 17 units and stated that she has a back-up plan. Customer was able to successfully give herself a bolus and is aware that the issue was her site. Customer mentioned that she had recent changes to the basal rate from 2.0 to 3.0.